Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed..

Event description:
It was reported that the arctic sun device was found to be physical damage by shipping outer shell and functions normally. Per follow up information received via email on 02aug2022, the sample has been returned for evaluation and damage was found when received. It was unknown how the device was damaged. Per sample evaluation results received on 03oct2022, it was reported that after removing the panels, it was found that the chiller frame was twisted and the caster was not straight.

Manufacturer narrative:
Upon further review, bd has determined that this event is not reportable. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the arctic sun device was found to be physical damage by shipping outer shell and functions normally. Per follow up information received via email on 02aug2022, the sample has been returned for evaluation and damage was found when received. It was unknown how the device was damaged. Per sample evaluation results received on 03oct2022,, it was reported that after removing the panels, it was found that the chiller frame was twisted and the caster was not straight.